Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a device used for a percutaneous vertebroplasty procedure at the l2 level. The preoperative diagnosis was primary osteoporosis, and the patient had a compression fracture. Pre-rupture pressure was measured at 330 on the right and 250 on the left. It was reported that the balloon ruptured on both sides during expansion. There were no patient symptoms reported, and no further complications regarding the event.

Manufacturer narrative:
H3: product analysis of product:ke102, visual and optical inspection revealed damage to the balloon tip. The balloon appears to have been punctured by a bone spur within the vertebral body and further damaged during removal when it was pulled back through the cannula. This damage is consistent with contact with bone spurs during balloon inflation within the vertebral body and during the removal process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.